Event description:
Doctor reported that he performed a 2 level charite disc case at l4/5 & l5s1. Patient developed an l6 vertebral body fracture just anterior to the posterior margin of the verberal body, causing both endplates in contact with the l5 vertebral body to subside into l5. A revision was performed and the patient fused. As surgical intervention occured an MDR is being filed to document the event.